Event description:
During implantation, the first 10j induction shock did not convert. The device re-detected correctly, but the 38j shock was not delivered. The fibrillation was therefore, terminated with an external defibrillator. During the next induction attempt, the device successfully terminated the fibrilation with 15j. The device was implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents as well as on the returned programmer printouts and the returned ICD memory dump. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. During the inspection of the programmer printouts, the described aborted 38 j shock was confirmed. Further inspection of the available data yielded no definite explantation. For further analysis, an ICD memory dump was provided. The analysis of the memory content showed that an internal reset had been triggered during a charging cycle. This represents a singular event not observed before. As the device was not returned for analysis, a definite root cause could not be determined. Although the subsequent charging cycle proved to be as specified, re-occurrence can not be excluded totally as this point. Despite the singular nature of this observation, to exclude any potential harm for the pt, we recommend to replace the device as a precautionary step and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about pt care.